Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with left iliac vein compression and underwent stenting. After flushing, pre-dilatation was performed using a 10x12 mustang balloon catheter followed by a 14-6/5.8/75 xxl vascular balloon catheter. During inflation of the xxl balloon at 5 atmospheres, it was noted that the liquid in the pressure pump changed from transparent to red, the pressure would not rise, and the liquid in the pressure pump decreased. After removal, a hole was noted on the balloon. The procedure was completed with another of different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole was identified located approximately 22mm proximal of the distal markerband. The rated burst pressure for this device is 8 atmospheres as per specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with left iliac vein compression and underwent stenting. After flushing, pre-dilatation was performed using a 10x12 mustang balloon catheter followed by a 14-6/5.8/75 xxl vascular balloon catheter. During inflation of the xxl balloon at 5 atmospheres, it was noted that the liquid in the pressure pump changed from transparent to red, the pressure would not rise, and the liquid in the pressure pump decreased. After removal, a hole was noted on the balloon. The procedure was completed with another of different device. No patient complications were reported, and the patient status was stable.